Event description:
The patient was being positioned on a mayfield head rest. After the mayfield skull clamp was locked in place, the doctor let go of the equipment and it shifted, which resulted in lacerations to the patient's scalp.